Event description:
The cochlear implant was first implanted in a 12 yr old deaf son 3 1/2 yrs ago. In july 1997, the device malfunctioned due to electrode array damage. A second implant was done in aug 1997. One month later, this implant failed due to mechanical defect. The MFR. Sent a representative to examine the 2nd implant and confirmed that it was not working.